Manufacturer narrative:
Evaluation conclusion: (B)(4) was issued to address issue for jamming. CAPA (B)(4) was issued to address the issues of staples not forming properly. At the time of this report, the results of investigation of the device sample are not available. A follow-up report will be submitted if additional information becomes available.

Event description:
The event is reported as: the stapler jammed during use and released unformed staples. No patient injury reported.